Event description:
The patient's mother called and reported that on the previous day her son was asleep when his father had a hard time waking him up. The patient was "real incoherent, sluggish, and white." The parents tested his blood glucose value which was 17 mg/dl. His normal range is 152-250 mg/dl. His father immediately gave him two soda pops to bring his level up. Throughout the day, his blood glucose values were tested and, although, they went up when he ate, they would then drop into the 35-40 mg/dl range. That night, the parents had the patient switch to his backup infusion device and his readings have returned to normal. The patient does not trust this pump any longer. The patient did not require assistance from a healthcare professional to address the issue. The product was requested to be returned for evaluation.